Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient was in a car accident and lead was found to be fractured afterwards. Lead was explanted and replaced. No adverse events associated with the lead fracture were reported. Should additional information become available, this file will be updated.